Event description:
Intended use: myla® -as middleware- manages the microbiology laboratory workflow from the reception of requests to the transmission of results by transferring, storing and displaying medical device data. The product is used with a downstream application. Issue description: a customer in the united states of america reported to biomérieux that they have observed erroneous mic units of measurement (uom) reported incorrectly from myla to lis in association with the product myla v4 virtual machine (ref. 421993, serial number (B)(4), software version 4.9.0). It was reported that the customer requested biomérieux¿s help with understanding the units of measurement that are used to express mic values. It was reported that per the package insert for vitek ast cards, numerical values are expressed in "g/ml" and that their lis receives messages from bci connect where the abbreviation for mic uom is "mg/ml" but is immediately followed by the description of "microgram per milliliter". The customer stated that if they are reading it correctly, this result in the incorrect uom in their lis, creating inaccurate susceptibility reports that they are distributing to providers. Biomérieux global customer service confirmed that the unit of the result sent by myla is not the correct one. For vitek-2 ast cmi, sending of result with the unit "mg/ml" (milligram per milliliter) instead of "ug/ml" (microgram per milliliter). At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: minimum inhibitory concentration (mic) unit for vitek2 result is sent by myla/bci connect to the lis through the hl7 connection with the unit mg/ml (milligram per milliliter) instead of ug/ml (read g - microgram per milliliter). Note 1: the hl7 obx-6.1 value (code = ucum machine-readable syntax) is wrong, however the obx6.2 value (text = ucum human-readable) is correct. Note 2: there is no issue on instrument side, nor on myla side. The unit is added by bci connect. So, the issue is in bci connect. Investigation: **complaint trend analysis** biomérieux checked the period from jan2022 to feb2023 for the error bci connect communication - d127. Only one complaint is related to the issue, there is no trend highlighted. **tests/analysis performed** biomérieux's investigators were able to reproduce the issue inhouse on internal servers. Issue appears when an ast message is sent from myla to lis. Bci connect component is the engine to transform internal message of biomérieux instrument into an external language compatible with customer lis. For this situation, bci connect have to convert myla xml messages into hl7 protocol. To follow hl7 standard, drug code unit and drug label unit have to be included on all ast messages. It is not the case for all other lis protocols available on bci connect, mic value unit (code + label) is not present in the ast result messages sent from bci connect to lis. In regard of hl7 standard, bci connect add mic value unit (code and label) on all ast result messages. However, mic value unit (code) added by bci connect for hl7protocol is the code ¿mg/ml¿ instead of the code ¿g/ml¿. Nevertheless, only drug code unit is not set properly: drug label unit is the expected one: ¿microgram per milliliter¿ impact: all myla version since myla 4.8 with a hl7 lis communication are impacted. All ast results transferred to lis through the hl7 protocol are transferred with the none appropriated mic value unit (code). Impacted messages are all ast result messages coming from myla ast manual or vitek2/biomic/reveal/adagio instruments. Potential impacts are : - if the lis is trusting biomérieux messages to retrieve mic value unit (code), then there is a potential risk of x1000 factor on the drug concentration reported to lis - if the lis is not handling mic value unit (code) on biomérieux messages (like for all other protocols), then there is no impact - if biologists are reviewing all results on lis side before validation of those, then factor is so huge (x1000) that biologists should be able to identify the issue - if ast results are in autoapprobation mode, then there is a potential risk of x1000 factor on the mic value. **root cause analysis** the root cause has been identified as a software coding specification issue: the wrong character has been specified for unit : ¿mg/ml¿ instead of ¿ug/ml¿. Conclusion: **short term workaround** biomérieux customer service communication to customers impacted by the issue. Biomérieux also provided a bci connect custom mapping rule in charge of removing the unit from the message. **long term fix** issue is fixed in patch v4.9.1 released on 28feb2023.